Event description:
Paramedics responded to a person, unresponsive and unconscious with agonal respirations. The device was connected ato the patient with disposable defibrillaton/ECG electrodes and diagnosed in ventricular tachycardia. According to the reporter, while preparing for synchonized cardioveersion, the device alarmed "connect cable" or "connect electrodes" and inhibited use of the device. A backup manual defibrillator already at the scene was used to deliver synchronized shocks. The patient went in and out of vtach and medics delivered a total of seven synchronized shocks while delivering the patient to the hospital ER. The patient was admitted to the hospital for treatment.